Event description:
It was reported that a low output current warning message was seen upon interrogation of the patient's generator. The device was interrogated again and the message was not seen, and diagnostics tests were performed resulting in normal values. Decoded programming data was reviewed and found no record of a low output current event. Lead impedance was within normal values for all available data. The device's output currents were lowered. After applying ohms law with the tolerance of the lead impedance measurement, it is likely the device would be able to deliver that programmed normal output current with the given lead impedance and +/- 10% tolerance for lead impedance. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No additional or relevant information has been received to date.